Event description:
A surgeon reported that the camera on the polestar integration system was disconnecting, and he could not see the tools. After re-start, the camera worked well for a time, then it disconnected again. The surgeon completed the surgery using the system re-start. No negative impact to the patient outcome was reported.

Manufacturer narrative:
No parts or files are expected to be returned to the manufacturer for evaluation.